Manufacturer narrative:
(B)(4).

Event description:
The customer reported the unit passes self-test, battery is at a full charge. Full black x, goes to red but not getting a chirp. There was no reported patient involvement.